Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was 500 mg/dl and experienced extreme vomiting and nausea. Reportedly, the pump experienced a no-power issue. It was reported the battery cap was unable to tighten properly to the pump and that there was battery cap damage; there was no reported damage to the battery compartment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management; they discontinued pump therapy and delivered insulin via a syringe then resumed pump therapy with a replacement pump; and the pump¿s settings were not recently changed. This complaint is being reported because the alleged health event was attributed to an alleged battery cap malfunction.